Manufacturer narrative:
(B)(6). The product was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed de novo lesion was located below the left knee in the moderately tortuous and calcified posterior tibial artery (pta). A 1.5mm x 20mm x 142cm sterling es pta balloon catheter was advanced for predilation. The balloon was inflated to 8 atms and a rupture occurred. The balloon catheter was removed intact and the procedure was completed by post dilating with a 2.0x12mm non-bsc balloon catheter. No patient complications were reported and the patient's status is good.